Manufacturer narrative:
Iris field service engineer (fse) was at the customer site on (B)(4) 2016. The fse found what looked like micro bubbles in sample line. The fse replaced the sample filter and sample probe resolving the issue. The system was operational. (B)(4).

Event description:
The customer stated that there was false negative positive control on controls run on the iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.